Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional contact: (B)(6).

Event description:
The clave of a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in reportedly broke during an infusion of campto. The product was stored in a cool temperature room. There was no patient harm/adverse event reported.

Manufacturer narrative:
Device received on 7/22/2025. Investigation summary: received one (1) used list# 142730490, plum 150 ml burette set with one (1) used spike bag, spiros and one (1) used clave spike connected to one (1) used 250ml IV bag. As received the clave on the burette was broken off from the port. Stress marks and a rigid break were observed on the clave. No damage or other anomalies were observed. The complaint of broken clave can be confirmed. The probable cause is due to an unintentional bending force during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.